Event description:
It was reported that on september 28, 2024 at 1800 dose of antibiotic was hung via secondary line in a minibag. Upon start of shift at 0800 assessment, discovered that this bag from previous night was still full. The medication was yellow vs the clear IV fluids in primary bag, indicating medication was full and not given. Minibag was unclamped and higher than primary. Pumps delivered to biomed with consumables and primary bag found hung with hanger folded in half (not fully extended) which could have contributed to event. There was patient involvement but no harm. A copy of the health canada report was received, which states, "1800 dose of antibiotic was hung via secondary line in a minibag. Upon start of shift at 0800 assessment, discovered that this bag from previous night was still full. The medication was yellow vs the clear IV fluids in primary bag, indicating medication was full and not given. Minibag was unclamped and higher than primary." Bd received additional information from the customer. The secondary infusion was daptomycin 650mg with sodium chloride 0.9%, 55ml, rate: 10ml/hr., volume to be infused: 55ml. The primary infusion was normal saline 0.9%, rate: 10ml/hr., volume to be infused: approximately 375ml. The infusion was programmed manually (not using guardrails) per report.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not confirmed through a review of the device logs alone and no devices were returned for investigation. ¿ no devices were returned for this investigation, therefore internal and external inspection could not be performed; however, the customer only provided the logs report (limited detail/information). ¿ review of the pcu error log showed no errors were recorded on the reported event date. ¿ the bd alaris user manual v12.1 has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. All infusion parameters need to be confirmed through a review of the device logs and functional testing performed. ¿ on (B)(6) 2024 at 5:58 pm the pump module was selected and programmed for guardrails drugs (secondary infusion) for rate 110 ml/h, vtbi 80 ml and primary infusion) rate 10 ml/h, vtbi 275.111ml ml primary volume infused (pvi) = 444.175 ml and svi = 79.513 ml, both values are accumulated totals from prior performed infusions. ¿ the secondary infusion completed at the time of 6:42 pm and the infusion transitioned to the primary infusion. ¿ on (B)(6) 2024 between the time of 5:52 am and 11:19 am, the pump module volume infused was cleared a second time while recorded at pvi= 111.8ml and svi= 63.022ml. Safety clamp open alarm for 2 second duration, a new vtbi at 150ml was entered and the infusion infused until the pump module was powered off with the pvi value at 54.235ml. ¿ the system continued to be used until 6:34 pm when it was powered off. ¿ under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. ¿ it should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion was not identified from a review of the device logs alone and no devices were returned for investigation.

Event description:
It was reported that on (B)(6) 2024 at 1800 dose of antibiotic was hung via secondary line in a minibag. Upon start of shift at 0800 assessment, discovered that this bag from previous night was still full. The medication was yellow vs the clear IV fluids in primary bag, indicating medication was full and not given. Minibag was unclamped and higher than primary. Pumps delivered to biomed with consumables and primary bag found hung with hanger folded in half (not fully extended) which could have contributed to event. There was patient involvement but no harm. A copy of the health canada report was received, which states, "1800 dose of antibiotic was hung via secondary line in a minibag. Upon start of shift at 0800 assessment, discovered that this bag from previous night was still full. The medication was yellow vs the clear IV fluids in primary bag, indicating medication was full and not given. Minibag was unclamped and higher than primary." Bd received additional information from the customer. The secondary infusion was daptomycin 650mg with sodium chloride 0.9%, 55ml, rate: 10ml/hr., volume to be infused: 55ml. The primary infusion was normal saline 0.9%, rate: 10ml/hr., volume to be infused: approximately 375ml. The infusion was programmed manually (not using guardrails) per report.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.